Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was "low"; although specific value was not provided. Customer administered glucagon to address bg. Tandem technical support conducted systems check and the pump was functioning as intended.